Event description:
The customer reported on (B)(6) 2014 her blood glucose reached 400 mg/dl less than 36 hours after the pod was activated. She gave a correctional bolus of insulin (exact dosage was not provided) but was not able to lower her bg so she decided to remove the pod and noticed the cannula had slipped out of her skin. She was able to activate a new pod and her bg levels returned to normal range.

Manufacturer narrative:
The product was not retuned for eval. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose of dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, which mau indicate the cannula sas dislodged," "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted," and " test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you do have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider." It also advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed )." Qualification records were reviewed and the product lot met all acceptance criteria.